Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath: product type: catheter. Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. Interrogation of the pump determined it was used to infuse morphine (4.484 mg/ml at 7.746 mg/day) and bupivacaine (2.242 mg/ml at 3.873 mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.